Event description:
This procedure was performed in (B)(6). The procedure was iliac stenting of the right groin. It was not possible to retract catheter, and the stent was partially delivered. The catheter was torn off during retrieval and surgical intervention to remove the foreign object was performed. Extension of surgery by more than 30 minutes occurred.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6).

Event description:
It is reported that the procedure was performed as a cross over(right to left) and the target was the external iliac artery (left). Pre-dilatation was performed with a 5mm balloon prior to stenting. It was indicated that the stent was able to be deployed, but not in the targeted vessel anatomy. Evaluation summary: the protege gps self-expanding peripheral stent system was received for evaluation. The protege gps stent delivery system, (sds), was received in two pieces. Neither the stent nor stent fragment were returned. The distal inner assembly segment was separated from the sds distal of the stent retainer. The distal inner assembly exhibited accordion columnar collapse. The fracture surfaces of the distal inner exhibited necking down. The legs on the retainer exhibited twisting. It is unknown when the legs on the retainer were twisted. The proximal segment of the sds was returned with the deployment paddles in full deployment profile: paddles in contact with each other, safety locking pin loose, and out sheath pulled back proximal to the retainer. The inner was removed and the stainless steel hypotube was examined: a witness mark at 30mm proximal of the distal end of the stainless steel hypotube was observed. The witness mark indicates that the safety pin was engaged with the hypotube. The outer sheath did not exhibit any evidence of delamination or drag marks where the legs of the retainer would have interacted with the outer sheath.per the initial report the sds was separated into two pieces during retrieval. Additional correspondence was reviewed. Pre-dilatation was done with a 5mm balloon prior to stenting. The distal segment of the sds was retrieved using a snare. Further correspondence did indicate that the stent was able to be deployed, but not in the targeted vessel anatomy. Cine images were returned later and these confirmed the target vessel to be tortuous and stenotic. The delivery of device appears to have attempted contralaterally through previously deployed stents. Images appear to confirm the presence of a radiopaque marker in the left iliac artery inside the newly deployed stent. Images do not show the removal difficulties experienced by the user.